Manufacturer narrative:
The device was not returned to the MFR for evaluation. The device history review showed nothing related to this incident.

Event description:
During a procedure to remove a subq port catheter, a portion of the catheter was retained, and an extra procedure was required to retrieve it.